Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 26-year-old female patient who had essure (ess205) (batch no. 620754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included left lower quadrant pain, polycystic ovary and hemorrhagic cyst. Concurrent conditions included migraine since 1981, headache since 1981, contusion, light headedness, dysfunctional uterine bleeding, lumbar pain, nausea and dysuria. Concomitant products included ibuprofen (motrin) from 2008 to 2012. On(B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 1 month after insertion of essure (ess205), the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("itchy rashes"), rash macular ("splotchy"), dysgeusia ("metal taste in mouth"), musculoskeletal pain ("shoulder pain"), arthralgia ("knee pain"), abdominal pain lower ("lower abdomen pain"), pelvic pain ("pelvis pain") and uterine pain ("uterus pain"). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection with pyelonephritis") and pyelonephritis ("urinary tract infection with pyelonephritis"). On (B)(6) 2010, the patient experienced cervical cyst ("nabothian cyst on cervix") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure, da vinci assisted laparoscopic essure removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal pain lower, pelvic pain and uterine pain had not resolved, the dysmenorrhoea, menorrhagia, back pain, vaginal discharge, urinary tract infection, pyelonephritis, headache, rash pruritic, rash macular, cervical cyst, ovarian cyst, dysgeusia and feeling abnormal had resolved and the vaginal haemorrhage, migraine, musculoskeletal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, cervical cyst, dysgeusia, dysmenorrhoea, feeling abnormal, headache, menorrhagia, migraine, musculoskeletal pain, ovarian cyst, pelvic pain, pyelonephritis, rash macular, rash pruritic, urinary tract infection, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: upon information and belief, beginning sometime in 2006, plaintiff (B)(6) sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. As per pfs, onset date of migraine and headache was reported as (B)(6) 1981. Essure worsened previously existing condition of migraines and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: fallopian tubes were bilaterally occluded on (B)(6) 2006, patient had hysteroscopic sterilization (essure hysteroscopic microinserts), an essure device was then placed in each fallopian tube easily leaving seven trailing coils from the right and four from the left. On (B)(6) 2008, CT of the abdomen and pelvis with IV and oral contrast; no comparisons available. 3.1 x 3. 1 x 2.2 cm (ap x cc x w) left ovarian cyst. Tiny amount of free fluid in the cul-de-sac. Bilateral essure devices. Impression/report/plan: abdominal pain. On (B)(6) 2008, urine microscopy, microscopy: abnormal bacteria: present. On (B)(6) 2010, ultrasound pelvis, ultrasound of the pelvis including transabdominal and transvaginal images demonstrates a normal uterus with endometrium measuring 5.2 mm. Bilateral essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, abdominal pain lower, ovarian cyst, abdominal pain, urinary tract infection, pyelonephritis, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality-safety evaluation of ptc (product technical complaint)) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 26-year-old female patient who had essure (ess205) (batch no. 620754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included left lower quadrant pain, polycystic ovary and hemorrhagic cyst. Concurrent conditions included migraine since 1981, headache since 1981, contusion, light headedness, dysfunctional uterine bleeding, lumbar pain, nausea and dysuria. Concomitant products included ibuprofen (motrin) from 2008 to 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 1 month after insertion of essure (ess205), the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("itchy rashes"), rash macular ("splotchy"), dysgeusia ("metal taste in mouth"), musculoskeletal pain ("shoulder pain"), arthralgia ("knee pain"), abdominal pain lower ("lower abdomen pain"), pelvic pain ("pelvis pain") and uterine pain ("uterus pain"). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection with pyelonephritis") and pyelonephritis ("urinary tract infection with pyelonephritis"). On (B)(6) 2010, the patient experienced cervical cyst ("nabothian cyst on cervix") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure, da vinci assisted laparoscopic essure removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal pain lower, pelvic pain and uterine pain had not resolved, the dysmenorrhoea, menorrhagia, back pain, vaginal discharge, urinary tract infection, pyelonephritis, headache, rash pruritic, rash macular, cervical cyst, ovarian cyst, dysgeusia and feeling abnormal had resolved and the vaginal haemorrhage, migraine, musculoskeletal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, cervical cyst, dysgeusia, dysmenorrhoea, feeling abnormal, headache, menorrhagia, migraine, musculoskeletal pain, ovarian cyst, pelvic pain, pyelonephritis, rash macular, rash pruritic, urinary tract infection, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: upon information and belief, beginning sometime in 2006, plaintiff sweazey sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. As per pfs, onset date of migraine and headache was reported as 29-apr-1981. Essure worsened previously existing condition of migraines and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: fallopian tubes were bilaterally occluded on (B)(6) 2006, patient had hysteroscopic sterilization (essure hysteroscopic microinserts), an essure device was then placed in each fallopian tube easily leaving seven trailing coils from the right and four from the left. On (B)(6) 2008, CT of the abdomen and pelvis with IV and oral contrast; no comparisons available. 3.1 x 3. 1 x 2.2 cm (ap x cc x w) left ovarian cyst. Tiny amount of free fluid in the cul-de-sac. Bilateral essure devices. Impression/report/plan: abdominal pain. On (B)(6) 2008, urine microscopy, microscopy: abnormal bacteria: present. On (B)(6) 2010, ultrasound pelvis, ultrasound of the pelvis including transabdominal and transvaginal images demonstrates a normal uterus with endometrium measuring 5.2 mm. Bilateral essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, abdominal pain lower, ovarian cyst, abdominal pain, urinary tract infection, pyelonephritis, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 6-mar-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure start date updated from apr-2006 to 29-nov-2006 and removal date updated from apr-2015 to 08-apr-2014. Events abnormal bleeding (menorrhagia), dysmenorrhea (cramping), vaginal discharge were clubbed with previously reported events. Events abdominal pain lower, arthralgia, cervical cyst, dysgeusia, feeling abnormal, headache, migraine, musculoskeletal pain, ovarian cyst, pelvic pain, pyelonephritis, rash macular, rash pruritic, urinary tract infection, uterine pain and vaginal haemorrhage were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 26-year-old female patient who had essure (ess205) (batch no. 620754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, polycystic ovary and hemorrhagic cyst. Concurrent conditions included migraine since 1981, headache since 1981, contusion, light headedness, dysfunctional uterine bleeding, lumbar pain, nausea and dysuria. Concomitant products included ibuprofen (motrin) from 2008 to 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("itchy rashes"), rash macular ("splotchy"), dysgeusia ("metal taste in mouth"), musculoskeletal pain ("shoulder pain"), arthralgia ("knee pain"), abdominal pain lower ("lower abdomen pain"), pelvic pain ("pelvis pain") and uterine pain ("uterus pain"), 1 month after insertion of essure (ess205). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection with pyelonephritis") and pyelonephritis ("urinary tract infection with pyelonephritis"). On (B)(6) 2010, the patient experienced cervical cyst ("nabothian cyst on cervix") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure, da vinci assisted laparoscopic essure removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal pain lower, pelvic pain and uterine pain had not resolved, the dysmenorrhoea, menorrhagia, back pain, vaginal discharge, urinary tract infection, pyelonephritis, headache, rash pruritic, rash macular, cervical cyst, ovarian cyst, dysgeusia and feeling abnormal had resolved and the vaginal haemorrhage, migraine, musculoskeletal pain, arthralgia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, cervical cyst, dysgeusia, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, ovarian cyst, pelvic pain, pyelonephritis, rash macular, rash pruritic, urinary tract infection, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: upon information and belief, beginning sometime in 2006, plaintiff sweazey sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. As per pfs, onset date of migraine and headache was reported as (B)(6) 1981. Essure worsened previously existing condition of migraines and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: fallopian tubes were bilaterally occluded. Diagnostic results: on (B)(6) 2006, patient had hysteroscopic sterilization (essure hysteroscopic microinserts), an essure device was then placed in each fallopian tube easily leaving seven trailing coils from the right and four from the left. On (B)(6) 2008, CT of the abdomen and pelvis with IV and oral contrast; no comparisons available. 3.1 x 3. 1 x 2.2 cm (ap x cc x w) left ovarian cyst. Tiny amount of free fluid in the cul-de-sac. Bilateral essure devices. Impression/report/plan: abdominal pain. On (B)(6) 2008, urine microscopy, microscopy: abnormal bacteria: present. On (B)(6) 2010, ultrasound pelvis, ultrasound of the pelvis including transabdominal and transvaginal images demonstrates a normal uterus with endometrium measuring 5.2 mm. Bilateral essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report for ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 26-year-old female patient who had essure (ess205) (batch no. 620754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, polycystic ovary and hemorrhagic cyst. Concurrent conditions included migraine since 1981, headache since 1981, contusion, light headedness, dysfunctional uterine bleeding, lumbar pain, nausea and dysuria. Concomitant products included ibuprofen (motrin) from 2008 to 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("itchy rashes"), rash macular ("splotchy"), dysgeusia ("metal taste in mouth"), musculoskeletal pain ("shoulder pain"), arthralgia ("knee pain"), abdominal pain lower ("lower abdomen pain"), pelvic pain ("pelvis pain") and uterine pain ("uterus pain"), 1 month after insertion of essure (ess205). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection with pyelonephritis") and pyelonephritis ("urinary tract infection with pyelonephritis"). On (B)(6) 2010, the patient experienced cervical cyst ("nabothian cyst on cervix") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure, da vinci assisted laparoscopic essure removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal pain lower, pelvic pain and uterine pain had not resolved, the dysmenorrhoea, menorrhagia, back pain, vaginal discharge, urinary tract infection, pyelonephritis, headache, rash pruritic, rash macular, cervical cyst, ovarian cyst, dysgeusia and feeling abnormal had resolved and the vaginal haemorrhage, migraine, musculoskeletal pain, arthralgia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, cervical cyst, dysgeusia, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, ovarian cyst, pelvic pain, pyelonephritis, rash macular, rash pruritic, urinary tract infection, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: upon information and belief, beginning sometime in 2006, plaintiff sweazey sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. As per pfs, onset date of migraine and headache was reported as (B)(6) 1981. Essure worsened previously existing condition of migraines and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: fallopian tubes were bilaterally occluded. Diagnostic results: on (B)(6) 2006, patient had hysteroscopic sterilization (essure hysteroscopic microinserts), an essure device was then placed in each fallopian tube easily leaving seven trailing coils from the right and four from the left. On (B)(6) 2008, CT of the abdomen and pelvis with IV and oral contrast; no comparisons available. 3.1 x 3. 1 x 2.2 cm (ap x cc x w) left ovarian cyst. Tiny amount of free fluid in the cul-de-sac. Bilateral essure devices. Impression/report/plan: abdominal pain. On (B)(6) 2008, urine microscopy, microscopy: abnormal bacteria: present. On (B)(6) 2010, ultrasound pelvis, ultrasound of the pelvis including transabdominal and transvaginal images demonstrates a normal uterus with endometrium measuring 5.2 mm. Bilateral essure devices. Lot number: 620754 manufacture date: 2006-09 expiration date: 2008-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 26-year-old female patient who had essure (ess205) (batch no. 620754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, polycystic ovary and hemorrhagic cyst. Concurrent conditions included migraine since 1981, headache since 1981, contusion, light headedness, dysfunctional uterine bleeding, lumbar pain, nausea and dysuria. Concomitant products included ibuprofen (motrin) from 2008 to 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("itchy rashes"), rash macular ("splotchy"), dysgeusia ("metal taste in mouth"), musculoskeletal pain ("shoulder pain"), arthralgia ("knee pain"), abdominal pain lower ("lower abdomen pain"), pelvic pain ("pelvis pain") and uterine pain ("uterus pain"), 1 month after insertion of essure (ess205). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection with pyelonephritis") and pyelonephritis ("urinary tract infection with pyelonephritis"). On (B)(6) 2010, the patient experienced cervical cyst ("nabothian cyst on cervix") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure, da vinci assisted laparoscopic essure removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal pain lower, pelvic pain and uterine pain had not resolved, the dysmenorrhoea, menorrhagia, back pain, vaginal discharge, urinary tract infection, pyelonephritis, headache, rash pruritic, rash macular, cervical cyst, ovarian cyst, dysgeusia and feeling abnormal had resolved and the vaginal haemorrhage, migraine, musculoskeletal pain, arthralgia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, cervical cyst, dysgeusia, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, ovarian cyst, pelvic pain, pyelonephritis, rash macular, rash pruritic, urinary tract infection, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: upon information and belief, beginning sometime in 2006, plaintiff sweazey sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. As per pfs, onset date of migraine and headache was reported as 29-apr-1981. Essure worsened previously existing condition of migraines and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: fallopian tubes were bilaterally occluded. Diagnostic results: on (B)(6) 2006, patient had hysteroscopic sterilization (essure hysteroscopic microinserts), an essure device was then placed in each fallopian tube easily leaving seven trailing coils from the right and four from the left. On (B)(6) 2008, CT of the abdomen and pelvis with IV and oral contrast; no comparisons available. 3.1 x 3. 1 x 2.2 cm (ap x cc x w) left ovarian cyst. Tiny amount of free fluid in the cul-de-sac. Bilateral essure devices. Impression/report/plan: abdominal pain. On (B)(6) 2008, urine microscopy, microscopy: abnormal bacteria: present. On (B)(6) 2010, ultrasound pelvis, ultrasound of the pelvis including transabdominal and transvaginal images demonstrates a normal uterus with endometrium measuring 5.2 mm. Bilateral essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- bleeding genital, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia and vaginal discharge to be related to essure (ess205). The reporter commented: upon information and belief, beginning sometime in 2006, plaintiff sweazey sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: fallopian tubes were bilaterally occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.